Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported patient complained of discomfort around PICC site. PICC was blocked, difficulty getting urokinase inserted initially urokinase eventually successful in unblocking PICC. Chest x-ray confirmed correct position. Patient continued to complain of discomfort around PICC site / no obvious reason for same linogram requested by medical staff stating query fractured line / linogram not completed and above information not communicated to nursing staff or recorded in patients notes. PICC line removed as requested/tip sent for analysis. No injury sustained / no leakage from PICC. No other information provided.